Event description:
In 2000 a 28mm x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were successfully implanted into a pt for the treatment of an abdominal aortic aneurysm. The pt eval form reported that the aortic neck diameter was 27mm with an aortic neck angulation of 35 degrees and a 12 mm neck length. There was a moderate amount of calcium and tortuosity of the iliac arteries. The eval also reported that "the upper half of the infrarenal neck is slightly too big, that the largest device we have is an aneurx 28mm." Based on these measurements, the pt may not have been an appropriate candidate for the aneurx stent graft. The aneurx IFU recommends that the stent graft diameter be at least 2mm larger than the aortic diameter and 1mm larger than the iliac diameter (10-20% oversizing). The physician reported some difficulty in deploying the stent graft device. On the six-month follow-up kidneys, ureters, bladder abdominal x-ray, the physician reported an apparent stent fracture and that the aortic neck angulation had increased to 52 degrees at the bifurcation level. The hosp contact reported that "there seems to be a misalignment of the first and second rings." There was no endoleak detected. The pt is doing well and will be followed-up with a kidneys, ureters, bladder abdominal x-ray (anterior/posterior and transverse views) every 3 months and a CT scan every 6 months. Medtronic/ave has received films and review of these films is pending. Based on info available at this time a definitive conclusion cannot be determined.

Event description:
Film interpretation on 2/19/01 by an independent contracted physician reveals that there is increased deformity right lateral proximal stent graft with probable suture breaks. No stent fracture is seen. There is correlation with local aortic neck anatomy. A may 2001 follow-up spiral CT scan and four view kub study is recommended. It is reported that the pt is fine with no endoleak or increase in aneurysm size.